Event description:
This is a female with a history of a mastectomy in 1982 for left breast cancer. In 1984, she had left breast reconstruction with a silicone breast implant done at an unknown facility. Recently, she discovered a lump in her right breast which was diagnosed as cancer. She chose to undergo a right mastectomy plus removal of the left implant so she would not be lopsided. During removal of the implant, the surgeon found that it was ruptured with loose silicone gel noted in the pocket. The surgeon removed the implant and as much loose gel as possible. The pt tolerated the procedure well and was discharged home in stable condition in 09 in the care of her family.